Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings,component codes, investigation conclusions), h10. Additional fields: e1(event site state: 16, event site postal code: 16000). It was reported that cardiosave intra-aortic balloon pump (iabp) device "power cable damaged". A getinge field service engineer (fse) found that ac line cord of the device was deformed and its outer plastic coating was torn. Ac line cord needs to be replaced with a new one. Parts have been ordered. Replaced ac power cord (d012-00-1823-02), device was tested with a test trainer and catheter the device was delivered in working condition. The device is suitable for clinical use. Patient involvement was not there, no harm reported.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) power cord was damaged. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.e1 event site name was shortened due to character limitations. The complete name is (B)(6).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a